Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the audio test failed. A manual sound test was performed and failed. An internal visual inspection was performed and failed due to foreign object damage. Pictures were taken. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be foreign object damage. No injury or medical intervention was reported.